Manufacturer narrative:
The device was returned and the evaluation found the customer's allegation could not be reproduced. A review of the device history record (DHR) found no deviations that could have caused or contributed to the observed images not displaying correctly. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, we presume that the defect was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including integrated circuit chip and capacitor, mounted on the electric circuit board had a defect. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿"chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the methods for inspection on the suggested event.¿ olympus will continue to monitor field performance for this device. Complete establishment name: (B)(6).

Event description:
It was reported, the flex deflectable videoscope was sometimes not displaying images properly. It is unknown when the issue occurred. There were no reports of patient harm.